Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported her insulin pump was stuck in the rewind complete/bolus deliver loop. Her blood glucose was 423 mg/dl. She attempted a bolus and the device showed a black circle on the display. When customer presses the act button, the device is in the rewind sequence. Customer sees the bolus delivery screen with 0.0 units. She is able to esc to the status screen. Customer removed the battery for eleven minutes and cleared the battery out limit and bolus stopped alerts. The device exited the rewind complete/bolus delivery loop and completed the fill tubing process successfully. Customer was advised the loop occurred due to attempted to bolus while in the rewind/fill tubing process. Nothing further reported.